Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that in the cardiac ot we recieved an arterial line canullas ( descriped above ) which have many disadvantage 1. It causes injery ( may be rupture to the artery itself 2. It is easy to be kinked and gives a wrong blood pressure reading 3. Sometimes we need two or more pieces to insert an arterial line more coast 4. It takes more time to inseret the arterial line ( bad utilization